Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal, vulvar cancer, weight gain, weight loss, wbc increased, menses irregular and vitamin d low. Pelvic ultrasound: abdominal and vaginal to be performed 14 days. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included vaginal lesion, mood swings, lower extremities discomfort, hives, bleeding intermenstrual, joint pain and malaise. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted in each fallopian tube. There was a small amount of bleeding from the cervix. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: heavy menses. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, heavy menses, feeling fatigue, hair loss, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical complaint incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure colis). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal, vulvar cancer, weight gain, weight loss, wbc increased, menses irregular and vitamin d low. Pelvic ultrasound: abdominal and vaginal to be performed 14 days. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included vaginal lesion, mood swings, lower extremities discomfort, hives, bleeding intermenstrual, joint pain and malaise. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted in each fallopian tube. There was a small amount of bleeding from the cervix. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: heavy menses. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, heavy menses, feeling fatigue, hair loss, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: new events device dislocation, device breakage, perforation (fallopian tubes), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), fatigue, hair loss were added. Indication was updated. Patient date of birth was added. New reporters were added. Medical history were added. Lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal, vulvar cancer, weight gain, weight loss, wbc increased, menses irregular, vitamin d low, hypertension and multiple allergies. Pelvic ultrasound: abdominal and vaginal to be performed 14 days. Previously administered products included for birth control: nuva ring from 2009 to (B)(6) 2011. Concurrent conditions included vaginal lesion, mood swings, lower extremities discomfort, hives, bleeding intermenstrual, joint pain and malaise. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since 2008 and lisinopril since 2000. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss"), 2 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, fatigue and alopecia had resolved and the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: three coils were noted in each fallopian tube. There was a small amount of bleeding from the cervix. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, heavy menses, feeling fatigue, hair loss, menorrhagia, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: heavy menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Outcome of event pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, alopecia, fatigue were updated. Onset date of event pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, fatigue were updated. Reporter information, concomitant drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.